Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. Hillrom has requested for the device to be returned in order to perform a thorough investigation into the root cause of the reported malfunction. Multiple attempts have been made to have the device returned for an investigation into the root cause of the malfunction however, the device has still not been received by hillrom. Any additional relevant information that may be received in the future will be submitted in a supplemental report.

Event description:
The customer reported while charging the probp3400, with recently replaced battery started to release smoke, followed by a flame and explosive sound. This incident was captured under hillrom complaint ref # (B)(4).